Manufacturer narrative:
A spider fx and a hawkone device were returned for analysis. The spider was loaded within the distal rotating tip of the catheter and a torqueing device was loosely attached to the capture wire of the spider fx. During visual inspection, no damage to the filter assembly of the spider fx was observed. At approximately 30cm the capture wire was bent more than 90 degrees at the transition between the rotating tip and the coiled segment of the distal assembly. A bend to the capture wire was noted at approximately 35cm and a twist to the capture wire at 39cm from the distal tip. During microscopic inspection, biological debris was observed entrapped the filter. The capture wire was not loaded in guidewire tubing of the laser drilled coil segment of the distal assembly of the hawkone. It was noted the approximately 3 cm proximal from the from the twisted capture wire of the spider fx ptfe coating was stripped/skived. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the hawkone with a spider fx to treat a cto, with moderate plaque, soft tissue calcification, with little tortuosity in the right proximal popliteal artery as per IFU. There were no abnormalities in relation to anatomy. Artery length was 5.5mm, lesion length was 150mm. It was reported the hawkone was removed from the patient over the guidewire, to clean the device with no issues noted. The physician encountered difficulty reinserting the device back into the patient, whilst advancing the device, the device became stuck in the 7fr non medtronic sheath and the wire appeared to be coming out of the wire lumen early. The hawkone and spider fx was removed from the patient as a unit. The turbohawk lx was used to complete the procedure. No patient symptoms, complications or patient injury was reported.